Event description:
It was reported that the patient presented in clinic after receiving low lead impedance notifier. Upon interrogation, the right ventricular lead had exhibited low impedance. Fluoroscopy revealed that the lead had externalized conductors. It was noted sensing had dropped since implant but has been stable. Patient was asymptomatic and stable. No intervention was performed. Lead revision was discussed.

Event description:
New information received stated that the right ventricular lead exhibited a drop in r wave amplitude from when the externalized conductors were first noticed. On (B)(6) 2017, the lead was capped and replaced. The patient did not experience any symptoms and was stable post procedure.